Event description:
It was reported that a patient underwent gynecological oncology surgery on (B)(6) 2015 and suture was used. Interrupted suture technique was used to close the fascia and the patient had a dehiscence at the suture line post-operatively. The surgeon opined that the suture knots came unraveled on all of the interrupted sutures that were placed in the fascia. The patient had to be brought back to the operating room for re-closure of the fascia. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.